Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that patient was having difficulty charging the ipg. The physician believed that the pocket might be too deep. The patient will undergo a pocket revision and ipg replacement procedure.

Event description:
A report was received that patient was having difficulty charging the ipg. The physician believed that the pocket might be too deep. The patient will undergo a pocket revision and ipg replacement procedure.